Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6). Implanted: (B)(6) 2020. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 06-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026, information was received from a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg /ml, 467 mcg), also listed as gablofen (2,000 mcg/ml, 467.4 mcg/day) in the logs, for an unknown indication for use. Patient medical history includes paraplegic. It was reported the patient experienced withdrawal symptoms (also stated as "withdrawal") post pump replacement done on (B)(6) 2026. The patient was admitted to the intensive care unit (ICU). The environmental, external, or patient factors that may have led or contributed to the issue stated, "linked catheter". Catheter dye study (unknown date, unknown results) was performed as diagnostics / troubleshooting. The interventions/ actions taken to resolve the issue stated, "catheter revised and pump segment replaced with new catheter". The issue was resolved at the time of this report.